Event description:
Customer reported via phone call that she experienced high blood glucose since (B)(6) 2015. Customer's blood glucose at the time was 500 mg/dl; current value is 300 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Customer did not want to check the cannula as she had just inserted a new infusion set. Customer declined to check the settings. The high pressure test was not performed as the customer did not have a tubing clamp. Customer was advised to change the infusion set, reservoir and insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.